Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having low blood glucose levels and was observed at the scene by the local ems. Customer's blood glucose reading was 176 mg/dl. Customer states the significant events leading to the admission were ow blood glucose levels - pump suspended as designed. Blood glucose value at the time of admission is unknown. Nothing further reported.